Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery, motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump alarmed no delivery and motor error during bolus delivery and infusion set change. The customer stated that the drive support cap was normal.the customer stated that the insulin pump was exposed to high magnetic fields and insulin pump was dropped and possibly exposed to moisture. Customer mentioned that motor position encoder error was received. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.